Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed and the reported problem could not be verified. After review, the cause of the reported event was that the supply bag disconnected without falling. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device during dwell 2 of 5. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the heater bag (supply bag) had become disconnected, but did not fall. Troubleshooting was unable to determine a cause of the disconnection. The technical service representative (tsr) reviewed proper procedures with the hp, assisted the hp to clear the alarm, and assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.